Manufacturer narrative:
It was reported that a revision surgery was performed due to pain. The associated journey ii bcs articular insert, used in treatment, was returned and evaluated. The patellar component was not returned. A lab analysis conducted during this investigation noted that the examination showed signs of wear, deformation, and discoloration of the tibial insert. The explantation of the insert likely caused some of the deformation observed during this investigation. The discoloration is likely due to the absorption of biological fluids. Our investigation including a review of the manufacturing records for the listed batch of the insert did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No information was provided for the patellar component. A review of instructions for use revealed the alleged failure is previously identified in the possible adverse events. Per our risk assessment, probable causes could include but not limited to abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed. During an arthroscopic knee surgery due to pain it was noticed that the patella was loose. Implant was explanted.

Event description:
It was reported that a revision surgery was performed. Patella was explanted due to being loose.